Event description:
The caller reported that the pump battery "takes way longer to get fully charged". There was no reported adverse impact to the customer. The customer declined further troubleshooting, and no additional patient or event information was available.